Event description:
Addendum to product analysis report with vendor analysis received and the cause of the problem could not be determined. No other relevant information has been received to date.

Event description:
It was reported that during a battery replacement a newly implanted device was seen to be at neos. The device was removed and a new m104 was used. Further information was received indicating that the device was tested prior to going into sterile field and no electrocautery was seen to contact the device. The device has shipped back to livanova. Device history records were reviewed. The device passed all functional and quality testing prior to distribution. The device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The device was received into product analysis which is underway but not yet completed. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. Based on the functional analysis, the battery may have been the contributing factor for the reported event. The battery voltage shows dramatic drops during the system diagnostic test which would result in an ifi-yes or a neos=yes condition. The cause for the battery to malfunction was not determined, however the internal impedance of the battery may have been a contributing factor. No other relevant information has been received to date.